Event description:
The customer states that one pt sample generated an architect c8000 ict potassium assay result of 8.1 mmol/l. The result was not reported out of the lab. The customer retested the sample at a value of 4.5 mmol/l. A ten point precision run with this pt sample yielded a mean result of 4.5 mmol/l. There is no impact to pt mgmt reported.

Manufacturer narrative:
This issue was investigated by reviewing the service history for the customer's c8000 analyzer and by reviewing labeling in the architect system operations manual ln 06e28-06 (90977-105 may 2005). No error codes, qc problems, or other issues were documented. Instrument maintenance was current and there were no other concerns. The customer service specialist (css) followed up with the customer finding that the customer performed troubleshooting recommended by the css and that no further instances of erratic results occurred. The troubleshooting consisted of visually inspecting the probe tubing for discoloration and damage, applying a stylet and recalibrating the probe, and checking for drips, mixer alignment and damage. The customer was satisfied the issue was resolved. Troubleshooting recommended and performed is consistent with current labeling in the operations manual. Although the cause of the customer issue was not determined, the most likely cause is sample integrity issues, such as latent fibrin formation associated with the individual samples. Section 10, troubleshooting and diagnostics, of the architect operations manual includes probable causes and corrective actions for the customer's observed problem of erratic results under sample results observed problems (c system). Based on the complaint scenario, the most likely probable causes listed include, but are not limited to: sample contains fibrin clots or particulate matter, sample was not collected and/or prepared correctly, sample volume in the sample cup or tube was inadequate, and sample or reagent probe is partially obstructed. Section 4 performance characteristics states the c8000 pipetting capability includes robotic precision with clot detection. Section 7 operational requirements, under requirements for handling specimens, provides instructions for collecting and handling specimens. Specimens are to be examined to ensure they are free of bubbles, fibrin, clots, and other particulate matter. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. This is a final report.